Event description:
It was reported that during placement of the left ventricular (lv) lead, a coronary sinus dissection was observed. It was noted after multiple attempts to engage the coronary sinus branch, a venogram showed a lesion of the coronary sinus in the midportion of the vein. The lateral branch that was distal to the dissection was unable to be reached. An additional small branch was attempted to be engaged with the lv lead, however, it could not be engaged successfully. The lv lead implant was abandoned. A post-procedure transthoracic echocardiogram showed a small pericardial effusion adjacent to the right atrium one day following implant. The patient hospitalization was extended and the patient was stable at the post-procedure check on the following day. The patient is a participant in (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.